Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled for a battery replacement. The patient had less surging since turning the sensor off, but it still occurred despite position. Area of the surge was in the patient's back of left hip and thigh, to the knee.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n460556, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The company representative reported three weeks later that the patient reported surges in stimulation. The patient wanted the sensor feature turned off, this was done on (B)(6) 2015.

Event description:
It was reported that the patient went on a ride in (B)(6) several weeks ago and after the ride they no longer felt the stimulation from their implantable neurostimulator (ins). They later reported that they experienced strong stimulation with a change in position even though the adaptive stimulation (as) feature had already been set up. The patient attempted to make some adjustments without success and did not feel the therapy was being effective. It was determined that the as feature was off and it was unknown how it shut off. The amplitudes for each position were then able to be reset and the as was turned back on. It was also reported that the patient had difficulty recharging the ins and was only able to get 8 coupling bars of connectivity while sitting in a flexed position but when they leaned back they lost all connectivity. All 8 coupling bars were able to be obtained when leaning back if the inferior aspect of the recharger was pressed closer to their skin. As the patient leaned back the inferior aspect of the ins battery further away from the surface and away from the recharger. The patient was instructed to use an object to press the inferior aspect of the recharger while leaning back. Reprogramming was performed and the patient appeared pleased with their stimulation. No other diagnostics or troubleshooting procedures were performed. There were no patient symptoms or complications were noted that were associated with the reported issues. The patient did have a follow up visit scheduled for (B)(6) 2015. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly.